Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing battery door, scratched lens, bent latch lock, and a worn uso seal. A 'high alarm silenced: cassette not attached properly' alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the contaminated dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was unresponsive. Issue was not related to physical damage/abuse and there was no delay of therapy. The fault occurred during testing. There was no patient involvement and no patient harm/no adverse event reported.